Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that both the patient and the guardians have noticed a gradual decline of hearing and speech perception in the past half year. Problems of outer devices and any history of head trauma are excluded. Testing carried out on (B)(6) 2010 revealed: the impedance of the reference electrode increases, impedances of many channels are marked with > and channel 11 and 12 have status hi. Impedances change when the implant is slightly pushed.